Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was received for evaluation on february 22, 2024. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. This report is closed.

Event description:
During a left heart catheterization for pre transcatheter aortic valve implantation (tavr) evaluation, the catheter was engaged in the left main artery and contrast media was injected. Air was observed in the left main artery. The following clinical symptoms were reported: hypotension, st segment elevation, chest pain, abnormal heart rhythm (pulseless electrical activity (pea), evidence of myocardial infarction, elevated cardiac biomarker; the patient experienced cardiac arrest and was resuscitated and recovered.

Manufacturer narrative:
The acist angiographic injection system, model cvi, serial number (B)(6), has not yet been returned to acist. The following cvi consumable kits used during the event were returned to acist for evaluation: acist manifold kit, model bt2000, lot number unknown; and acist hand controller kit, model and lot number unknown. Functional testing was completed on the consumable kits and the consumable kits passed the testing. Based on testing of the consumable kits, there was no evidence of device malfunction related to the event. The cine-angiograms have been requested for evaluation, but have not yet been returned to acist. A clinical assessment by an acist medical advisory board member will be performed on the cine-angiograms upon receipt. A follow-up report will be submitted to the FDA upon completion of the clinical assessment of the cine-angiograms assessment and completion of the investigation.